Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgment. The physician went in and repositioned the lead 3 times before she decided to replace it with an OEM device. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that mechanical forces applied during the surgery contributed to this observation. Further analysis of the lead did showed cuts in the insulation which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.